Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
Materials#: unknown, batch#: 3099294. It was reported by the customer that not advancing correctly and that the adapter is not working correctly, leaving blood spillage when connected to the IV tubing. Rcc received a complaint via email. Email(s) attached. Not advancing correctly and that the adapter is not working correctly, leaving blood spillage when connected to the IV tubing. (Lots 3099294 & 3099264).

Manufacturer narrative:
Follow up MDR for additional information. Following the submission of the initial MDR, the device material number was provided. Section d: medical device brand name, medical device catalog number, medical device lot number all updated.

Event description:
Additional information: material number and batch provided. Materials#: 380323; batch#: 3096294.

Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 380323 and lot number 3096294. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
No additional information.